Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating with the hospital electronic medical record. A technical support specialist found that the interface site is currently experiencing connection issues. This problem appears to be affecting the overall functionality and accessibility of the site. After the operating system update was completed, an integration engineer rebooted the server, logged into esxi and added 8 gigabytes (gb) of random-access memory bringing the total to 12gb, set the structured query language memory cap to 4gb and confirmed that the services are up and running. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server experienced a communication issue with the hospital emr. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.